Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-00576. It was reported the patient experienced increased pain in their pain area. Patient denied troubleshooting instructions. As a result, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that reprogramming was attempted. The patient underwent surgical intervention during which the system was explanted with no complications.